Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient was having an acute stroke and went into the hospital for an interventional neuro procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (model unknown). The patient's hemoglobin level was 7.6 prior to the neuro procedure. Following the procedure, the physician who is not a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the device was deployed and manual compression was held for five minutes. A hematoma (size unknown) formed at the access site immediately after deployment. Ten minutes of manual compression was held and a safeguard was placed at the access site (duration unknown). The patient received a blood transfusion during the procedure and the patient's hemoglobin level rose to 8.2. Twenty two hours later bleeding was found at the access site and a second hematoma (size unknown) had formed (in the same location as the 1st hematoma). The vascular closure specialist reported that he is unsure if manual compression was applied at that time. The patient's hemoglobin level was 5. An ultrasound was performed which confirmed a pseudoaneurysm. The vascular surgeon was called and the patient was taken into the or. It was reported that the patient coded in the or before the skin incision and was not revived. The physician reported that the patient did well recovering from the stroke, but the patient expired due to the blood loss.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.